Event description:
It was reported that ventilator's humidifier holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that ventilator's humidifier holder was broken. Identification of issue has been done by analyzing problem description, photos and service report. The humidifier holder is expected to be replaced by the user. The issue was decided to be reported as detached humidifier may lead to stop of ventilation (extubation) or injury. There was no patient harm. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a mechanical force greater than it is designed to sustain. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).